Manufacturer narrative:
Reporter is a j&j sales consultant. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint devices it can be seen that the screw tip is broken off, this thus confirming the complaint description. In addition, there are deformation visible at the recess, from tightening. Furthermore, the part got sent back in an already opened original synthes packaging. Dimensional inspection: during investigation the diameter got measured per relevant drawing and the measured result is within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on DHR review we are able to confirm that the right raw material got used and that it met all inspection acceptance criteria. Summary: based on the damage at the received part, and the provided complaint description, we are able confirmed the complaint. The mentioned damage found by visual inspection, can clearly be traced back to use. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in february 2018. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that the break resulted from excessive and/or lateral pressure on the screw tip. To prevent such problems, it is necessary to operate according to the technique guide (dsem/cmf/0914/0034(1); page 5, warnings: warnings: ¿ these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. ¿ be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 400.834s. Lot: l764073. Manufacturing site: (b(4). Release to warehouse date: 08. Feb. 2018. Expiry date: 01. Feb. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that the screw was initially manufactured unsterile under part 400.834.05 and lot h543742 in the us, therefore an additional DHR activity was created for this review: manufacturing location: (B)(4). Manufacturing date: 12-jan-2018. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: h543742 (non-sterile). Lot quantity: 345 four pieces were scrapped in cell, m-line export pack/label, for being an excess packaging quantity. Work order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00 lot number: h288739 lot quantity: 3,408 lbs. Certificate of test received from perryman company dated 01-dec-2015 was reviewed and determined to be conforming. Lot summary report dated 27-jan-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was packing screw breakage. During the surgery of aneurysm clipping, when the packing was opened (did not use on the patient), it was noted that the screws were broken. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient. No additional information provided. During manufacturer's investigation of the returned device it was noted that the screw tip is broken off. In addition, there are deformation visible at the recess, from tightening. This product condition was re-evaluated and determined to be reportable on october 5, 2020. This report is for one (1) ti low profile neuro screw self-drilling 4mm this is report 2 of 2 for (B)(4).